Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip jammed on the 1st clip. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded. Add'l info: device has been returned for analysis.